Event description:
During service, the baxter repair technician reported a failure code 814:01. The hospital representative stated that there were no reports of patient injury or medical intervention.